Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 months ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the reminder on her adc freestyle libre reader did not ring and therefore she failed to treat herself. Customer experienced symptoms described as "discomfort, sweating, and could not stand upright". Customer was treated with an insulin spike by her sister, and she was seen at the hospital. Customer was diagnosed with hypoglycemia at hospital, and she received glucose infusion for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported the reminder on her adc freestyle libre reader did not ring and therefore she failed to treat herself. Customer experienced symptoms described as "discomfort, sweating, and could not stand upright". Customer was treated with an insulin spike by her sister, and she was seen at the hospital. Customer was diagnosed with hypoglycemia at hospital, and she received glucose infusion for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.